Manufacturer narrative:
One sample was received for quality evaluation. Examination of the sample shows that there is a crack on the female luer adapter connection that would cause leakage. The customer complaint of component damage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. Based on the examination of the sample, manufacturing could not relate the damage to the manufacturing process. The root cause for the damage could not be determine. A possible cause of the issue may be due to using alcohol or an antiseptic cleaner on the female luer and connecting it before allowing for the alcohol or antiseptic to dry. This can cause the luer body to become brittle and crack when connected. The bd clinical team has been made aware and will be in contact with the customer if further use information or training is determined necessary. A device history record review for model 10012866 lot number 24079416 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris extension set was damaged. The following information was provided by the initial reporter: defective and leaking, additional information received from the customer: could you please provide a further description of the issue is there any defect/ issue found apart from leakage? The micron low protein binding filter was found to have started leaking through a small crack. Tpn and lipids were infusing through the filter. This has been reported as happening to multiple filters throughout the past few weeks. Can you please provide an exact date of event in format dd-mm-yyyy? The first reported date was 5/23/2025 and there have been a few after with no date provided.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.